Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and deviation from instructions for use (IFU) was identified as the customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges causing the foreign material to remain in the device. The foreign material residue point was not deformed. However, a root cause could not be identified. The instruction manual states the inspection method associated with the event in "operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection", and preventative measures in "reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.